Manufacturer narrative:
D6b explant date added. E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported that the patient¿s heart rate went into supraventricular tachycardia with a rate of 220. Their internal automated implantable cardioverter defibrillator fired once. The patient remained hemodynamically stable. The complainant reported previous similar episodes. The patient remains on impella support.

Manufacturer narrative:
The cause of the tachycardia was not determined due to insufficient clinical details. The pump passed all post sterile inspection checks.